Event description:
After 25 days of implantation, this pacemaker was explanted because of a pocket infection. Note: this MDR is being submitted late because it was thought that an "initial" MDR had been submitted when in fact it had not been.